Event description:
Reporter alleged the customer was unconscious and a result of 212 mg/dl was obtained on her using aviva system. Reporter stated an ambulance was called and within 30 minutes, they obtained an unknown result which was too low to register. Reporter stated she was taken to the hospital and treated with dextrose through an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.